Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010 and 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and raynaud's phenomenon" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, raynaud's phenomenon and rupture.

Event description:
Patient reported ¿raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)¿, right side breast moderate pain, ¿firm and looks abnormal due to capsular contracture¿, baker grade iii, and rupture. Patient also reported melanoma diagnosis, assessed as not device related. The device remains implanted.